Event description:
It was reported that, the patient receives little benefit from the implant. He has a split electrode implanted due to ossification. Testing confirms that there is high impedance on four channels and in addition, a short-circuit. Therefore, six channels are turned off. In addition, three other channels have impedances greater than 18kohms or abnormal sensations during stimulation. This is the patient's third implant. Consideration will be given as to whether the patient will benefit from a new implant, or if a similar situation will arise due to ossification and subsequent damage of the electrode array. A CT scan is being considered to determine the position of the electrode array, and further insight into the nature of the ossification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.